Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the reported problem of "leaking from temp connection¿ was verified. The device was leaking from the main block, and the shelf inside the main block was damaged. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there is leaking from temp connection where you insert it to the black nozzle piece. No additional information provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.